Event description:
On the au 5800 series, there is an internal function to handle auto-dilutions for samples that fall outside of the analytical range. Typically, the original and repeat data on an auto-dilution agree within 9% as per beckman. In a letter released on 04/24/2015, it was indicated that for analytes that use sample sizes <1.8 microliters results will exceed the 9% agreement when dilated with a 1:3 or 1:5 dilution factor. Simply, the automated dilution feature for small samples that exceed the upper analytical range on the au were not diluting accurately. In our lab, we were not notified of this problem until we discovered linearity failures on our august 2016 cap survey. The return results were received in the middle of september. At this time, we began to contact beckman for support. The first recorded inquiry began 09/21/2016. After several efforts to get answers, it was not until 12/05/2016 that the 04/25/2015 letter was shared with us. We went live with the au 5800's on 09/01/2015 with an application specialist coming in and setting up our analyzer prior to our go-live. Since the discovery of this problem we revealed in april of 2015, it was expected our analyzer would be configured appropriately. In response to our findings, beckman sent a specialist to our lab to fix the internal settings on au 12/12/2016. Immediately thereafter, staff was instructed to manually dilute the affected tests.